Manufacturer narrative:
A review of the service/repair history records for this device with serial # (B)(4) showed the facility biomed returned the 10k irrigation console to the manufacturer's authorized repair center for service/repair on 29-jul-2015, noting that the "pump not maintaining accurate pressure". Evaluation found the unit was overdue for preventative maintenance and confirmed the reported problem and the sensors were replaced. As reported, the 10k irrigation console has since been in use at the user facility with no further problems reported. The device therefore will not be returned for additional evaluation and/or service. The 10k irrigation console was supplied, new, to the user facility on 9-jul-2013. Our service history indicates that the unit was returned on 29-jul-2015 and that was the first and only record of service by conmed's authorized repair center. Service records also indicated that the recommended preventative maintenance (pm) was long overdue at that time. The instruction manual informs the user of a 12 months service interval for this device. Over extended use and without proper preventative maintenance, damage can occur to this device causing it not to function at its optimum. The user manual maintenance schedule encourages regular and proper maintenance of the device and states: - it is essential that you have your equipment serviced as scheduled in order to retain its optimum performance and reliability, which will reward you with safer, less problematic product performance over time. Service by conmed at the recommended service interval is mandatory to keep your product warranties in effect. The 10k irrigation system console and accessories shall be returned every 12 months for servicing. An education letter regarding pump placement & preventive maintenance will be sent to the user facility. To reduce the risk of patient injury, the product's IFU provides the following safety information regarding extravasation management: extravasation can occur more rapidly when using a mechanized fluid infusion system than when using a gravity system. Carefully palpate and visually inspect the extremity and operative site frequently throughout the procedure for possible signs of extravasation. Excessive intra-articular pressure or improper inflow cannula placement may result in extravasation. -periodically examine the location of the inflow cannula to ensure that the cannula is within the joint capsule. Extravasation may occur as a result of improper cannula placement or excessive intra-articular joint pressure. Monitor fluid intake carefully in cases of known joint trauma with possible capsular defects to avoid excessive effusion. Avoid abrupt changes in joint position which may result in high intra-articular pressure spikes. The surgical team should understand how to prevent and treat arthroscopic fluid induced compartment syndrome. Closely monitor the patient during and after the operative procedure for signs of complications resulting from excess fluid absorption.

Event description:
On 16-dec-2015, conmed (B)(4) became aware of an incident, which allegedly occurred more than 7 months after the surgery (from information discussed while the representative was at another hospital). Follow-up with the involved surgeon learned that during a shoulder arthroscopic procedure on (B)(6) 2015, the 10k irrigation console was set at 40mmhg but reportedly delivered excess fluid to the patient's shoulder and that the female patient is now believed she has suffered injuries as a result and has sought legal advice. The surgeon also indicated that "he has seen the patient recently and that she has no ongoing morbidity, nothing organic, and no long term issues, although the patient thinks she does". During this conversation, the surgeon also claimed that he did call the service center (unclear when) and report problem with the 10k pump. A review of service records showed the device was returned to conmed (B)(4) service center for evaluation and service on 29-jul-2015 with no complaint of surgery complication or patient injury reported at that time. This alleged incident with patient injury came to light after the patient sought legal advice. Attempt to obtain additional information from the user facility revealed that no additional details of the event are forthcoming, as the theater manager has no recollection of this event. This report is raised on the basis that the 10k pump was returned for service and found not to maintain accurate pressure and reportedly causing the patient's shoulder to receive excess fluid and the patient's claims of injury.